Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing an infection. The device was removed and the issue is ongoing. There were no additional patient complications reported.